Event description:
It was reported an occlusion alarm occurred. The customer attempted to resolve the occlusion with a supply change prior to going to the emergency room in diabetic ketoacidosis with a blood glucose level of 490 mg/dl, however, ketones were not identified as dangerous or life threatening by a health care provider. The customer was subsequently hospitalized in the intensive care unit. And was treated with intravenous fluids of saline and insulin. Customer was released on 06/21/26 with issue resolved and no permanent damage.